Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the dhs/dcs guide shaft (part# 338.21) has prongs which are bent towards the center such that the most distal diameter is less than called out on the drawing. The complaint against this part is confirmed. The drawing for this device was reviewed ((B)(4)) and the design was found to be adequate for the intended use of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the facility regarding the following 4 damaged parts (1 broken, 1 stripped, and 2 metal warped) that were identified in sterile processing. No patient involvement. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): device is an instrument and is not implanted or explanted. Subject device has been received. Investigation is ongoing; no conclusion could be drawn. Device history review: the device history records could not be reviewed as the provided lot number (1045) could not be verified. Therefore, further investigation cannot be performed. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.